Event description:
It was reported that the patient presented in clinic for an initial implant of a right ventricular leadless pacemaker (rv lp). It was noted that the rv lp had to be repositioned due to high capture thresholds, r-wave amplitude variation, and an impedance problem. The multiple repositioning attempts led to the helix of the rv lp to become stretched. The stretching of the helix was confirmed via x-ray. The rv lp was not used, and a new rv lp was successfully implanted on (B)(6) 2025. The patient was stable throughout the procedure.

Manufacturer narrative:
B5 updated to reflect that the chevron was rocking.

Event description:
It was reported that the patient presented in clinic for an initial implant of a right ventricular leadless pacemaker (rv lp). It was noted that the rv lp had to be repositioned due to fixation issues noted through chevron rocking, high capture thresholds, r-wave amplitude variation, and an impedance problem. The multiple repositioning attempts led to the helix of the rv lp to become stretched. The stretching of the helix was confirmed via x-ray. The rv lp was not used, and a new rv lp was successfully implanted on (B)(6) 2025. The patient was stable throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Reported events of capturing problem, device sensing problem, position failure, and impedance problem were not confirmed. Reported event of stretched was confirmed. Visual inspection of the device found the helix stretched out of specification. The helix elongation is consistent with having occurred during procedure. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Further analysis performed found no anomalies contributing to reported event of capture problem, sensing problem, position failure or impedance problem.